Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 9 photos submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the photos. Analysis of the photos showed that the label was missing from the shelf carton. The cause of the label content missing defect could be a failure by the manufacturing technician to remove the defective packaging after the auto detect vision system flagged it for missing the label content. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that prior to use with bd precisionglide¿ needle label information was missing. The following information was provided by the initial reporter: no lot = 1 sp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd precisionglide¿ needle label information was missing. The following information was provided by the initial reporter: no lot = 1 sp.